Event description:
The customer reported the system would not save images. When the customer shut the system down and rebooted, it would not come back up. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reseated during the service call. The system was tested and found to be working as intended and put back into service.